Event description:
It was reported that the infusion set contact detach was installed incorrectly because the adhesive backing was not removed prior to use, and the infusion set connector was not attached correctly. The user and caregiver received guidance to redo the infusion set change using the device interface. No reported symptoms. Outcomes included no reported impact on health, no alerts, and no alarms. Investigation included customer service troubleshooting and education. Investigation of this case revealed user error related to infusion set installation and connection, which was resolved through guided reinstallation. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.